Event description:
General report received of an unspecified number of undocumented incidents of tubing ruptures during use with power injectors. It was reported that the power injectors were set at a rate of 4ml/second. During injections of the dye, the tubing sets reportedly ruptured at unspecified locations. There were no reported adverse effects to the pts or the staff.